Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer was unable to troubleshoot with tandem technical support at the time of the call. There was no reported impact to the customer's blood glucose level.